Manufacturer narrative:
Additional procedure for device placement is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; follow-up guidelines. Specifically, the IFU states the devices in intended for patients with a infrarenal aortic neck with a diameter measured outer wall to outer wall of no greater than 28mm. The IFU warns that greater than 10% increase in neck diameter over 15mm may affect successful exclusion of the aneurysm. The device was used off-label because of anatomical exclusion. During follow-up it was determined that the graft moved downward 3 to 4 mm, resulting in a type 1a endoleak. Pt anatomy (reverse funnel neck) likely compromised the proximal fixation site, resulting in the reported difficulty. The endoleak was resolved after placement of a zenith mainbody extension and another manufacturer's stent. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per qe ra and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) female pt with aaa and both sides of cia aneurysm, underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for endovascular repair because as following reason. Proximal neck shape was reversed funnel (27mm - 33mm). Both sides of the cia has aneurysm (rcia 36mm lcia 25mm). (B)(6) 2010: the physician performed embolized by riia by the coil and fp-bypass at the left side. The procedure was conducted as labeled. (B)(6) 2010: the physician did angiography and recognized the endoleak. There is possibility that the type ii endoleak at the ima. So the physician did embolization, but there still remained the proximal type I endoleak. The physician confirmed the endoleak at subsequent follow up. (B)(6) 2010: the physician placed a main body extension at close to the right renal artery and then he placed another MFR's stent (palmaz genesis) at the renal artery for ensure blood flow. The physician confirmed that the endoleak was resolved. Since the diameter of the ipsilateral leg was narrowed, so the physician placed the zvs into the ipsilateral leg for prophylactically.